Manufacturer narrative:
This report is submitted march 1, 2021.

Manufacturer narrative:
This report is submitted on 20 november 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.